Manufacturer narrative:
Manufacturer's investigation conclusion: the reported separation of the driveline¿s external silastic sleeve from the controller metal connector was confirmed via an abbott representative, as well as through an image provided by the account. A clamshell repair was performed on (B)(6) 2023 via work order #(B)(4) to remedy the situation, per the account. Review of the submitted image also confirmed the presence of rescue tape a few inches down from the metal connector. The rescue tape had been applied in this area, and adjacent to the metal connector, prior to the clamshell repair. The patient remains ongoing on (B)(4). The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. H) discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. The heartmate ii left ventricular assist system patient handbook (rev. G) also contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the silicone of the patient's driveline was starting to separate from the metal controller connector. Rescue tape was applied and a clam shell repair was completed on (B)(6) 2023.